Event description:
It was reported that there was a pump touch screen pixel issue which impacted the customer's ability to interact and read the screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.